Manufacturer narrative:
Correction: d9; h3 the device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : product not available

Event description:
The user facility reported that the device overheated. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device overheated. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.